Event description:
It was reported that the 4-40 stud was broken off the handpiece prior to the start of an unknown procedure. The case was completed with another handpiece. No pt consequence was reported. No other information was provided.